Manufacturer narrative:
D1 product name corrected. D4 primary UDI number corrected. D4 model no. Corrected.

Manufacturer narrative:
Service will be performed by hospital employee or contractor. A ge healthcare service representative recommended the check valves to be replaced to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4) legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
It was reported that there was a malfunction resulting in inability to pass low pressure leak test, during pre-use checkout. There was no patient involvement.